Manufacturer narrative:
An event of a cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. While mapping was being performed with a non-abbott catheter, the patient became hypotensive. An echo was performed which revealed a perforation of the left atrial appendage. The patient underwent surgery for repair and is now in stable condition. There were no performance issues with any abbott device. The physician alleges the perforation occurred while performing the transseptal puncture.